Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a recent decline in device longevity and battery voltage. Review of device data noted that the drop in battery voltage occurred with an increase in atrial amplitude by the atrial pacing threshold monitoring feature. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is approaching the indicator signifying the time for device replacement. If information is provided in the future, a supplemental report will be issued.